Event description:
Allegedly appeared broken.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Event device code is addressed in the package insert. This report will be updated when the investigation is completed. This is the same event as 1043534-2008-00296, 00297, and 00298. This event occurred in another country.